Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the change sensor alert, the calibration was not accepted, the pump was possible overdelivering, a software error detected (pump error 53) alarm, and the pump was exposed to a strong magnet or MRI. The customer reported a blood glucose value of 46 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7020la, mmt-1880l, mmt-342, and mmt-441ag. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-7020la. Product return was requested for mmt-1880l. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-342. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-441ag. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Pump error 53 alerted on (B)(6) 2024 17:35:35.000. Pump error 53 alarm due to software anomaly (line number = 1976 and file number = 188). Confirmed 20000 (2 u) units of normal bolus was delivered on (B)(6) 2024. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 22 mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Pump error 53 confirmed due to software error. Unable to verify exposed to magnetic field or MRI. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.